Manufacturer narrative:
Initial reporter phone no.: (B)(6). Facility name: (B)(6). Address: (B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150, an external fluid leak was observed from the bottom welding near the stopcock. The leak was from the effluent bag. Treatment was stopped and a new product was used to continue with the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.